Event description:
On (B)(6) 2023 a clinical diabetes specialist (cds) reported that an ilet patient had a hypoglycemic seizure last night. The patient did not know her exact blood glucose level, just that it was low. The patient was given icing to treat her hypoglycemia. The cds reviewed the ilet log and the report showed the patient changed her insulin target to 'lower' on (B)(6) 2023. The cds asked the patient about this change and the patient reported this was due to prolonged high blood glucose and she "would rather be low than high." The patient reported her blood glucose only goes low after meals and after hyperglycemia. The patient is no longer using the ilet and will switch back to her previous pump.

Manufacturer narrative:
Attempts have been made to request the return of product; however, no product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.